Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 15318. Pharmacovigilance comment: the serious events of vascular occlusion and the non-serious event of implant site discoloration were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention to prevent permanent harm including treatment with hyaluronidase, nitropaste, aspirin and close follow-up. The company's seriousness assessment concurs with the reporter's assessment of the case. Potential contributory factors include injection technique. The case meets the criteria for expedited reporting to regulatory authority. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 and a follow-up report on 13-mar-2018 by a nurse practitioner (np) which refers to a female aged (B)(6). The patient's medical history, allergies and concomitant treatments were not reported. The reporter stated the patient was a healthy adult. She had a fitzpatrick skin type I-ii. The patient also received treatment with dysport and unspecified fillers in the past. On (B)(6) 2017, the patient received treatment with 1 ml of restylane lyft with lidocaine (lot 15318) to the mid-face with 29 gauge needle using a deep dermal technique. Zero days later, on (B)(6) 2017, the patient experienced what was thought to be a moderate vascular occlusion (vascular occlusion) at the left cheek, however, there were some uncertainties regarding the diagnosis. The patient also experienced purple discoloration (implant site discolouration) at the left cheek. The reporter stated the patient did not experience any pain to the area and noted good capillary refill. Treatment for the adverse events included a warm compress, hyaluronidase 1 ml on (B)(6) 2017, nitropaste [glyceryl trinitrate] on (B)(6) 2017 and aspirin [acetylsalicylic acid] 325 mg from (B)(6) 2017. Per hcp follow-up report the event resolved on (B)(6) 2017. The reporter assessed the case as serious as the condition necessitated medical intervention to prevent injury, or permanent damage. The reporter causality was possible. Outcome at the time of the report: vascular occlusion was recovered/resolved. Purple discoloration was recovered/resolved. Tracking list: v.1: 13-mar-2018: fitzpatrick skin type, needle, technique, treatment of events, severity, causality, seriousness and outcome.